Event description:
It was reported that the user was recently discharged from the hospital following an asthma exacerbation and was instructed to disconnect from the ilet during hospitalization, but later administered external novolog while still connected to the pump, with a reported blood glucose of 400 mg/dl, after which the user was advised to remain disconnected for approximately two hours before reconnecting. The user is on systemic steroids, which can contribute to hyperglycemia. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included user education and troubleshooting on safe use of external insulin with the ilet without medical intervention. Investigation of this case revealed user technique error involving concurrent external insulin dosing while connected to the pump, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user error related to concomitant insulin administration outside the system workflow.